Event description:
It was reported that during a lap cholecystectomy, the device was test fired to check clip formation when it was noticed that the clips were coming out misaligned. The clip applier was then replaced with another gun. No patient consequence.